Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 1st proximal row, a stent strut was lifted. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The tip was visually and microscopically examined, and no signs of damage were noted. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. As part of analysis, the device was loaded on a recommended 0.014 guidewire without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28 feb 2019. It was reported that difficulty advancing were encountered. The patient presented with coronary heart disease with multiple lesions to be addressed. A 28 x 3.50 promus premier drug-eluting stent was advanced but failed to track over the guidewire. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient status was stable. However, returned device analysis revealed stent damage.